Event description:
Same case as MDR ID # 2134265-2014-07034. It was reported that stent damage and a deployment issue occurred. The target lesion was located in the ostial and mid right coronary artery (rca). A 2.75x16mm promus premier¿ stent was advanced to the lesion but was unable to cross. However, when the device was taken out from the patient, it was noticed that the stent was deformed. Then a 2.50x16mm promus premier¿ stent was advanced to the ostial rca. The guide catheter accidentally disengaged from the intended position, subsequently the device was pulled from the ostial and 100% of the stent was accidentally deployed inside the guide catheter. The guide catheter was simply removed together with the deployed stent. The procedure was successful and was completed with an unspecified size promus premier¿ stent. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).